Event description:
Event description guidant received information that the patient with this pacemaker was admitted to the hospital with a junctional rate near 30bpm; however, the device was programmed to vvir 70ppm. At that time, it was noted that the patient's threshold varied significantly. A review of the device internal electrograms revealed that pacing spikes were present on the current real time strips, with capture. However, no spikes were seen on the strips from the time when the patient's rate was near 30bpm. Due to this, the technical services consultant suspected oversensing with inhibition was occurring rather than non-capture.